Event description:
Catheter inserted without difficulty. When proximal lumen flushed prior to insertion, no leakage was noted. When flushed after insertion, fluid leaked from proximal lumen with obvious defect noted. 10 cc syringe used with no resistance felt. Defect located on body of catheter just before it separates externally into two pigtail lumens.